Manufacturer narrative:
Per laboratory, qc results were acceptable prior to and after the event. No other samples or analytes were questioned or rerun. A field service engineer (fse) was dispatched and replaced the glucose stirrer motor. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a low glucose result generated by the synchron lx20 clinical system. Customer indicated that glucose result of 13 mg/dl was reported out of the lab and was questioned. The specimen was re-tested three times on a different instrument and results were 43 mg/dl. The sample was re-tested on the lx20 instrument and obtained result was 44 mg/dl. A corrected report was issued. Unknown if patient treatment was affected, but the low result was questioned.